Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject device in this report has been returned to omsc for evaluation. Omsc evaluated the subject device and confirmed as follows. The glue to fix the bending rubber to the insertion tube was partially missing. The maximum angulation cannot be achieved. The angulation control knob was loose. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for escherichia coli. The subject device was sampled after storage. The user facility conducted an additional testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 using peracetic acid. There was no report of infection associated with this report.